Manufacturer narrative:
(B)(4). Additional information received: follow up attempt to affiliate: please clarify: what does ¿(repeated disinfection)¿ mean? Reused. What does ¿the blade tip was found to be fractured and defective¿ mean? Blade tip broken during procedure.

Manufacturer narrative:
(B)(4). Batch # p9334g the lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic left extrahepatic lobectomy, cholecystectomy, and t-tube drainage for common bile duct extraction procedure, the blade tip was found to be fractured and defective when the liver parenchyma and hemostasis of the liver surface were cut open with the head of the ultrasonic blade system (repeated disinfection). Immediately, laparoscopic exploration was performed and a fragment was found. Took out the contrast and completed. Timely detection did not affect the operation. There was no patient consequence reported.